Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the reported valve thrombosis may be related the mechanisms described above. The patient was treated with oral medication and the thrombosis was resolved. Device thrombosis is listed in the instructions for use for the tavr procedure and is a known potential risk associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfg. Report #2015691-2017-00160.

Event description:
As reported through (B)(6), approximately 2 years and 10 months post implantation of a 29mm sapien 3 valve in the aortic position, the patient was readmitted with recurrent valve thrombosis. Medication was given and the event was resolved without sequela nine days after the thrombosis was diagnosed.

Manufacturer narrative:
As reported through european source 3 clinical study, approximately 2 years and 10 months post implantation of a 29mm sapien 3 valve in the aortic position in an existing non-edwards tavr.